Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a thorascopic hybrid video-assisted thoracic surgery (vats), at the time of pulmonary parenchyma resection, when the device was attempted to be fired, the teeth did not advance. Another device was used to complete the case. There was no patient injury.